Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they checked impedances today. The patient was showing high impedances of 39,000 ohms with electrode #11 and a short/"low" with 8-9 electrodes. The nurse practitioner does the programming for patients. No patient symptoms were reported.